Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed target lesion was located in the moderately calcified and moderately tortuous middle left anterior descending artery. A 12mm x 2.0 mm unspecified balloon was used for predilation. Then a 2.75x20mm promus element¿ plus stent was advanced but was not able to cross the lesion. The device was withdrawn and it was found out that the edge of the stent was damaged. Dilation was again performed using a 12mm x2.0mm unspecified balloon. The procedure was completed using a 2.75x20mm promus element¿ plus stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified no kinks or damage. A visual and microscopic examination of the crimped stent, confirmed that there was no damage present. The balloon did not appear to have been subjected to any positive pressure and there was no issues noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed target lesion was located in the moderately calcified and moderately tortuous middle left anterior descending artery. A 12mm x 2.0 mm unspecified balloon was used for predilation. Then a 2.75x20mm promus element¿ plus stent was advanced but was not able to cross the lesion. The device was withdrawn and it was found out that the edge of the stent was damaged. Dilation was again performed using a 12mm x2.0mm unspecified balloon. The procedure was completed using a 2.75x20mm promus element¿ plus stent. No patient complications were reported and the patient's status is stable.